Event description:
It was reported that undefined alarms intermittently occurred. The customer's blood glucose level was 130 mg/dl. The customer declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.